Event description:
It was reported that the patient came in for an emergency appointment on (B)(6) 2024. He was having pain in the #15 and 13 implant areas for the past 2-3 weeks. He had seen the doctor who couldn't see anything and told him to use the chx rinse. Additional information was obtained via email on 13-oct-2024, the customer clarified that the chx rinse was either prescribed or sold from the actual dental office who placed the implants. The primary dental procedure was not performed in the customers office. It was also clarified what was meant by m2+. M2+ is a very high degree of implant mobility.

Manufacturer narrative:
Zimvie complaint (B)(4). Zimvie did not receive one (1) unknown zimmer implant for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer implant is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the site 13. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. H3 other text : product not returned.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint (B)(4). Zimvie did not receive one (1) tsvb13 (impl tapered scr-v sbm 3.7mm 3.5mm 13mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 62127644. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 62127644 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: medical: pain. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that the patient came in for an emergency appointment. He was having pain in the #15 and 13 implant areas for the past 2-3 weeks. He had seen the doctor who couldn't see anything and told him to use the chx rinse.

Manufacturer narrative:
Zimvie complaint (B)(4). Multiple reports are being submitted for this event. A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. E1: initial reporter¿s title, last name and email address are not provided / unknown.